Event description:
Greasy film can¿t keep clean. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the reported event. There is a thin, clear film near the inlet of the attachment. It is difficult to see through image but easily confirmable through functional testing. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured under catalog# 212186, ln: 35020517. Devices were accepted into final stock. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Greasy film can¿t keep clean. Case type / application: tka.